Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of the first three beats on the ventricular channel during a slow ventricular tachycardia (vt) episode. Boston scientific technical services (ts) was consulted and discussed the r signal might be small. Additionally, far field oversensing was suspected to be exhibited by the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.